Event description:
Endoplege product received at edwards decontamination lab from (B)(6) in (B)(6) with note on packaging: "leak in sheath." Introducer was not returned. The customer returned the device without reporting the complaint to manufacturer. Occurence date is unknown.

Manufacturer narrative:
A device history record review was completed for lot 818581 and this device met all specifications upon distribution. The endoplege catheter was returned by the customer with a note attached "leak in the sheath." The introducer was not returned. No additional incoming information was provided. Therefore we cannot confirm the report of "leak in the sheath." The catheter itself was evaluated and no leaks or other manufacturing defects were detected. A sharp kink was noted in the catheter but this is not a reportable defect. Current investigation does not indicate a manufacturing defect therefore no CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.